Event description:
Heartstring failed to deploy x2. They are supposed to occlude the aortic punch during the proximal coronary anastomosis. Physician set both of them up. When the third device was opened it finally worked. The first two devices were from the same lot number.